Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an exeter stem was reported. The event was confirmed via clinician review of the provided medical records and evaluation of the returned device. Method & results: product evaluation and results: the image depicted shows the exeter v40 stem with fracture location highlighted. The fracture occurred through the distal tip of the stem. On visual examination, the fracture was observed approximately 35 mm from the distal tip. Stereo microscope imaging shows the fracture surface associated with the distal end of the stem. Shows the fracture surface associated with the proximal end of the stem. Shows explantation damage which was observed on all sides of the stem. Nothing could be learned of the cause of fracture due to post fracture abrasion and explantation damage. Due to the extensive mechanical damage on both fracture surfaces, nothing could be learned of the mode of fracture. No manufacturing or material related defects were observed on the device surfaces examined. Clinician review: a review of the provided medical information by a clinical consultant indicated: "confirmation of event: I can confirm that the patient had a hybrid of left total hip arthroplasty at some point in the past and I can confirm the fracture of the stem since I was able to review an x-ray with the implant and fracture. I cannot confirm the operative findings since I have no office notes, operation note or post revision x-ray. Root cause analysis: the root cause of this event cannot be determined with certainty. The root causes of a fractured stem in the face of infection are multifactorial. Regarding the fractured stem, this occurs when the distal portion of the stem is relatively well fixed and the proximal portion is relatively loose causing a stress fracture at the junction of the loose and well fixed stem. Infection can loosen the proximal portion of the implant. Other contributing factors include the patient's lifestyle, activity level and bmi as well as implant factors. The causes of periprosthetic infection several years after the initial surgery most likely are due to seeding of the joint from a remote area which has a collection of bacteria." Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient is planned to be revised due to fracture of the stem. The image depicted shows the exeter v40 stem with fracture location highlighted. The fracture occurred through the distal tip of the stem. On visual examination, the fracture was observed approximately 35 mm from the distal tip. Stereo microscope imaging shows the fracture surface associated with the distal end of the stem. Shows the fracture surface associated with the proximal end of the stem. Shows explantation damage which was observed on all sides of the stem. Nothing could be learned of the cause of fracture due to post fracture abrasion and explantation damage. Due to the extensive mechanical damage on both fracture surfaces, nothing could be learned of the mode of fracture. No manufacturing or material related defects were observed on the device surfaces examined. A review of the provided medical information by a clinical consultant indicated: "confirmation of event: I can confirm that the patient had a hybrid of left total hip arthroplasty at some point in the past and I can confirm the fracture of the stem since I was able to review an x-ray with the implant and fracture. I cannot confirm the operative findings since I have no office notes, operation note or post revision x-ray. Root cause analysis: the root cause of this event cannot be determined with certainty. The root causes of a fractured stem in the face of infection are multifactorial. Regarding the fractured stem, this occurs when the distal portion of the stem is relatively well fixed and the proximal portion is relatively loose causing a stress fracture at the junction of the loose and well fixed stem. Infection can loosen the proximal portion of the implant. Other contributing factors include the patient's lifestyle, activity level and bmi as well as implant factors. The causes of periprosthetic infection several years after the initial surgery most likely are due to seeding of the joint from a remote area which has a collection of bacteria." No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Broken exeter stem. Revision surgery required. Booked for (B)(6) 2024. Additional information provided: the first stage revision surgery for this went ahead as planned yesterday (B)(6) here is some more information I have been able to establish. The original surgery was performed about 8 years ago. A sinus developed in the femoral canal leading to a chronic infection. Broken distal stem was well fixed in canal. The rest of stem was loose & pulled out easily.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Broken exeter stem. Revision surgery required. Booked for (B)(6) 2024. Additional information provided:the first stage revision surgery for this went ahead as planned yesterday (B)(6). Here is some more information I have been able to establish. The original surgery was performed about 8 years ago. A sinus developed in the femoral canal leading to a chronic infection. Broken distal stem was well fixed in canal. The rest of stem was loose & pulled out easily.